Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pb7055, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgery of open reduction, plate and screw internal fixation of left fibula fracture on (B)(6) 2019 and suture was used. During the procedure, the suture broke when sewing the muscle at the time of knotting. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.